Manufacturer narrative:
(B)(4). Date sent: 9/29/2020. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with an ecr45g partially fired 1/10 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: u5cn7e. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Could you please clarify how long was the delay (hours/minutes)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after the first stapling, the device jammed in the closed position. After slapping the back of the device, the healthcare professional succeeded in opening the device outside the patient. Then the reload was replaced, but after, it was impossible to reopen again while the device was inside the patient. Surgery was delayed an unspecified amount of time and it was difficult to open the device to free the stapled tissue. The device was replaced and it worked properly. Patient consequence was not reported.